Event description:
Surgeon was using an ethicon staple gun during a procedure. They did not have any complications until the second to last staple was being fired. During this complication, the stapler fired but only one side of the gold load staples fired correctly. The specimen portion of the stomach was noted to have a hole in it. The pt did not sustain any injuries and this was confirmed intraoperatively with an egd and leak test that was performed by the surgeon. FDA safety report ID# (B)(4).